Event description:
It was reported that the customer experienced an alarm 9 issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, the customer was unable to reload the original cartridge or resume insulin delivery. The issue was escalated to additional technical support, who successfully loaded a new cartridge onto the pump, resolving the issue without further actions needed.